Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom upstream occlusion alarms. Upstream occlusion alarms were confirmed and reproduced. This condition was found to be caused by cracks in the ultrasonic tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. It was also reported there was no patient injury.